Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the lot number? Unk was the drain used on the patient? No if yes, was leakage detected? Was another drain needed to correct the situation? Yes if yes, was the new drain placed surgically during a second procedure? Unk lot number of (B)(4): unk j2309103×1, unk×1. H3 investigation summary: complaint sample review: total two complaint samples of drain with trocar were received for evaluation, both the products check visually, below were detailed observations: product-2 : there was no sticking mark on the trocar, but the drain had a chip-off mark on upper surface. Since, as per dmd's standard practice, 100% functional test and 200% visual inspection was carried out, viz. Before and after packing of finished goods, prior to the product release. So, there was no scope at dmd's end to missed out such defect, at manufacturing / release stage, and lead to the defect generation out of dmd's scope. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was used. During the procedure, the drain had adhered to the trocar needle, and the drain had damaged and the drain was torn when separated them. Another product was used to complete the case. There were no adverse consequences to the patient. Upon evaluation, the returned device was damaged. Additional information was requested.